Event description:
Suit papers do not specify the problem or identify implants. Co does know this pt's primary surgery was in 1993. She was revised twice; first in 1997 and the second revision was in 1998.